Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the outer insulation was breached and had a depression. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had a cosmetic depression and there was blood in/on the helix mechanism.

Event description:
It was reported that at follow up after device upgrade, the chronic right atrial lead had high thresholds and no capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.